Event description:
It was reported that the insulin pump alarmed several motor error alarms. The caller did not know the blood glucose reading. The caller did not observe any significant events leading to the alarm. The caller was advised that the insulin pump be replaced by the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.